Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, an area of the package to be peeled looked suspicious and sterility was questionable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, the integrity of the product was intact. The sealing area of the blister conformed to specifications.